Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a separation. The option-lok male adapter of the primary plumset was connected to the clave port of the extension tubing set. The spin-loc male adapter of the extension tubing set was connected to the pt's IV access site, and was being used to deliver an unspecified medication, at an unspecified date, via a plum pump. After an unspecified length of time, it was reported that the clave was separated from the semi-rigid female adapter of the extension tubing set and an unspecified volume of solution leaked. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.